Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Surgeon damaged the locking tab of the tibial insert while trying to insert into the tibial tray.